Event description:
A nurse reported the main incision was thin and it tore during laser assisted cataract surgery. The surgeon opted to place a suture at the end of the procedure. Patient is doing well and vision is good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).